Event description:
During routine follow-up at the clinic, an increase in the pacing threshold and a decrease in sensing were observed in the right ventricular (rv) lead. X- ray imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.